Manufacturer narrative:
Beckman coulter field serivce engineer (fse) evaluated the instrument and replaced sodium (na) electrode assembly in ion selective electrodes (ise) system to resolve the issue. Fse verified instrument operation.

Event description:
The customer reported recovering low sodium (na) patient results in ion selective electrodes (ise) of the au680 clinical chemistry analyzer. Erroneous patient results were not reported out of the laboratory. The customer repeated and accepted results from another analyzer. Instrument ise calibration was inconsistent and quality control (qc) was within -2sd (standard deviation) prior to the event.